Manufacturer narrative:
Findings: unit received with high idle current. Unit also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.